Manufacturer narrative:
The kind of damage discribed to the tip is consistant with that seen when the tip is allowed to get too hot. This can occure if the electrode is activated for too long, not allowing the tip to cool before it is activated again. This can also happened if the gas setting is too low. The hosp didn't know what the gas setting was on during the procedure.

Event description:
During a liver transplant, the bend-a-beam caugh on fire at the black insulation near the tip of the handpiece. The power settings were 150 watts of power in manual mode and the gas setting was unknown.